Manufacturer narrative:
(B)(4).

Event description:
The patient was operated on the (B)(6) 2012 where the doctor repaired hernia with permacol. The surgeons only contacted us now and requested that we investigate this case, apparently 5 months after the procedure the patient developed an infection and has since then had complications with his wound.